Event description:
The hcp reported the pt presented with drainage and pocket erosion of the device pocket and with increased spasticity. A culture of the device pocket was positive for staph the pt was treated with IV antibiotics and device system explant. The infection is reported to have resolved.